Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the three complaint rt200 breathing circuit kits were returned to fisher & paykel healthcare in (B)(4) and visually inspected. One kit was from lot 111212, one from lot 120125 and the third lot number was not provided. Results: visual inspection revealed that there was a hole in all three drylines, about 250mm away from the connector on the dryline tube. A lot check revealed no other complaints for either of the lot numbers provided. Conclusion: we are unable to determine the cause of the holes in the dryline tubes. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed post production during transport, storage or use. The user instructions for the rt105 adult breathing circuit state the following: - check all connections are tight before use; - set appropriate ventilator alarms. Our monitoring and trending of events involving leaks in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to february 2012.

Event description:
A hospital in (B)(6) reported that three rt200 adult breathing circuits failed the ventilator leak test and that all three circuits had a hole in the dryline.